Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ cyst: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ pain: unable to observe. ¿ rupture/silicone migration: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported " implants ruptured by MRI", ¿signals of silicone on the lymph nodes to the right¿ and ¿mammary cysts¿, - not device related. This is for the right side device. The device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6).

Event description:
Healthcare professional reported right side "implant rupture by MRI", ¿signals of silicone on the lymph nodes to the right¿ and ¿mammary cysts¿, - not device related. Healthcare professional later reported ¿pain on the breast and armpits¿. "Small lymph nodes are also observable on levels 2, with silicone presence¿, and ¿axillas -lymphadenopathy¿, signals compatible with lymphadenopathy due to silicone¿ and ¿right - simple cyst on the superolateral quadrant of the right breast measuring 3,3 x 3,1 x 1,0cm¿- which is not device related. The device has been explanted.

Event description:
Healthcare professional reported, "implants ruptured. By MRI", ¿signals of silicone on the lymph nodes to the right¿ and ¿mammary cysts¿. Not device related. This is for the right side device. The device remains implanted.

Manufacturer narrative:
Continued address e1: (B)(6), continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, cysts, rupture and migration.